Manufacturer narrative:
The following devices were also listed in this report: unknown 36 +2.5 delta ceramic head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised. The patient developed a cold, and then came into the emergency room complaining of pain. It was not reported to the rep whether the 2 facts were connected, or whether there were any other causes or contributors for pain. An irrigation and debridement with wash-out and head/ liner exchange was performed.